Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation of the implantable defibrillator, a longevity estimate displayed 4.2 years until elective replacement. It was noted that this was an anomalous longevity estimate as the corrected estimate was 1.9 to 2.5 years until elective replacement. No intervention was planned. The patient was stable and would continue to be monitored.